Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1243. It was reported the pt was no longer receiving effective stimulation. It was also reported the pt is unable to communicate with or charge his ipg. The pt is requesting to have his scs system removed.